Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report by a healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, during treatment with dianeal pd2 4.25%, the subject was found to have muddy peritoneal dialysis fluid. There were no other symptoms. That same day, the subject was hospitalized for peritonitis. On (B)(6) 2011, remedial therapy began with fortum and new tai lin (cefazolin). Remedial treatment was ongoing with fortum. Action taken with dianeal therapy was not reported. The subject was recovering. The investigator stated that the peritonitis was mild in nature and was possibly related to investigational therapy and was due to the trial procedure. An alternative etiology for the event was not reported. (B)(4). This study was sponsored by baxter with protocol number (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). The onset of the peritonitis was (B)(6) 2011 (previously (B)(6) 2011). On (B)(6) 2011, remedial therapy with fortum ended, the subject was discharged from the hospital, and the peritonitis resolved. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.